Event description:
It was reported that during a stenting procedure in a mildly tortuous and moderately calcified distal right coronary artery, pre-dilatation was performed with a non-abbott balloon, a mini vision rx 2.5 x 18 was deployed but did not expand well due to vessel characteristics, therefore, the voyager nc 2.5 x 12 balloon was inflated once to 8 atmospheres for 30 seconds and ruptured. There was no reported resistance during advancement or retraction of the balloon. There was no reported adverse patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: taiga. The voyager nc 2.5 x 12 is being reported under a separate medwatch report number. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the patient anatomy was mildly tortuous and moderately calcified which may have contributed to the reported difficulties. Additional treatment was used to post dilate the stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined.